Event description:
It was reported that the sheath was leaking out the back of the handle. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (a fib) a faradrive sheath was used. While the farawave catheter was inserted into it the sheath began dripping form the back of the handle. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.